Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic mitral valve, implanted for seven (7) years and 10 months, underwent a valve-in-valve procedure due to mitral stenosis. A tmvr was performed with an edwards transcatheter valve. The outcome was reported to be well.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to severe stenosis with fixed leaflets. Per obtained medical records, the patient was admitted for progressive symptoms of heart failure secondary to severe prosthetic stenosis of her mitral valve. A 26mm transcatheter valve was successfully implanted. The patient tolerated the procedure well was discharged home in stable condition on post-operative day two.